Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. It was noted that the patient reported hearing device tones. Technical services (ts) discussed troubleshooting options. The field representative confirmed that device testing was performed and was unable to reproduce the high out of range shock impedance measurement. The device remains in service. No adverse patient effects were reported.